Event description:
Infant on smart monitor at bedside. Required 2 pulse ox probes; one for cardiac monitor and one for oxygen monitor. During shift report at 2300, top of left foot had reddened/blister area from pulse ox. When moving smart monitor pulse ox from right hand at 2330 assessment; small reddened area noted on palm; staff believe this is a possible burn area from pulse ox. No blister. Removed pulse ox and replaced with new one. Apn notified. No additional medical treatment required.